Manufacturer narrative:
A transparent part of the cannula case and needle was received by manufacturing inside of a plastic bag. Investigation showed that a white thread was present in the plastic bag, potentially originating from the cannula hub. Since this complaint is potentially component related, the cannula sample was forwarded to the contract supplier for further investigation. The opened cannula sample was subsequently received by the component supplier in a plastic bag for the report of foreign material in the cannula. The sample was visually inspected and was found to be conforming. No lot number was identified with this complaint therefore, lot history and lot specific complaint history reviews could not be conducted. As the returned sample was found to be conforming, the foreign matter, as described in the complaint, cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. Based on the complaint information, we can conclude that the disposition of the product remains unchanged. No action was taken as the cannula was manufactured to specifications. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a viscoelastic cannula was confirmed to contain foreign material prior to surgery. Additional information has been requested.